Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: customer is stating that they are getting multiple clotting samples (more than they normally do). She stated that they have ordered a new lot and they are testing it out today to see if they get the same results. She stated that this started happening around (B)(6). She does have unused samples to return if needed. She also stated that she is having to redraw the patient samples on the ones that clotted."

Manufacturer narrative:
Investigation summary: bd received 9 samples for investigation. In addition bd evaluated 5 production lot in-house retention samples. The samples were evaluated by visual inspection for presence of additive. Following visual inspection, 5 returned samples and the 5 retained samples were tested for the appropriate quantity of citrate additive. All samples and retains were within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: customer is stating that they are getting multiple clotting samples (more than they normally do). She stated that they have ordered a new lot and they are testing it out today to see if they get the same results. She stated that this started happening around january 30th or 31st. She does have unused samples to return if needed. She also stated that she is having to redraw the patient samples on the ones that clotted."